Manufacturer narrative:
Please see regulatory report # 3004209178-2023-06749 for the referenced report pertaining to the patient¿s other system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the only steps to be taken according to the rep is to have the surgeon move one of them to another area. The issue is not resolved as the patient is not wanting another surgery. The only way to resolve it is every time they want to make an adjustment is to connect the charger to the remote and this is a great inconvenience.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller mentioned that they think their surgeon put the second implant in too close to their first implant. Caller stated they have a hard time connecting to the implants and the controller get mixed signals. Caller stated that they can be charging the one implant but the controller will be picking up the other implant or vice versa. Caller noted they had told their mdt rep about this and was recommended to use the recharger antenna when they are trying to make adjustments to ensure they're communicating to the right implant. Caller noted that they only other option they know of would be to go back into surgery to have the implant moved which they would prefer not to do. Caller noted if they don't have the belt on, they lose the signal to the implant. Caller added that sometimes it will come up on the controller something like "do you want to recharge" with the serial number on it like it's recognizing the other implant. Caller stated they have to recharge at night while laying down on their side to get it to work. Caller stated the communication and connections now that they have 3 implants is a bit frustrating and confusing. Caller noted they may have the device moved if it remains so bothersome. No symptoms were reported.